Event description:
In 2007 a hosp rep reported that the pt was found unconscious in his home 3 days before, and taken to the hosp where he is still unconscious and on an insulin drip. She stated the pt lives alone so his family does not have any info about the incident. Several attempts to follow up on the pt's condition were unsuccessful. Approx 12 days layter, the hosp rep was reached and indicated the pt expired 4 days after his admission. The pt was diagnosed with hypoglycemia and hypoxia. The bolus history of the pt's insulin infusion device was as follows: last bolus in pump history was 4 units of insulin 2 days prior admission. Total daily insulin usage history 1 day prior admission: 15.3 units; 2 days prior admission: 33.2 units; 3 days prior admission: 35.8 units. Hosp staff reported "it is not known if the pump malfunctioned or was inappropriately programmed by the pt." Repeated attempts to gather further info were unsuccessful. The product was requested to be returned for eval.

Manufacturer narrative:
Also included in hosp report medwatch.